Event description:
The affiliate stated the customer reported falsely elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. Initial results of 2.518 ng/ml and 2.52 ng/ml were obtained from samples #5 and #6, respectively. The elevated results were released out of the laboratory and questioned by the physician. As a result, the patient was admitted to the cardiovascular department and had an electrocardiogram (ECG) and coronary angiogram performed. There has been no report of current patient outcome. The customer indicated all test results were negative. No abnormalities were noted. Subsequent testing of the patient's sample, on two alternate methodologies, produced negative results, within the normal reference range. The customer also performed dilution test on the patient's sample and obtained non-linear recovery, which was indicative, along with the other testing performed, of a form of sample interference to the troponin assay. The patient's samples were collected in 500 ul sample cups. The samples were centrifuged at 4,000 rpm (rotations per minute) for five minutes at ambient temperature. No sample integrity issues were noted. All system parameters, including quality control (qc) and calibration, were performing within the assay and instrument specifications at the time of the event. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information.